Event description:
It was reported that sometime in 2019, a 30mm amplatzer pfo occluder was implanted. On (B)(6) 2024, the patient was readmitted to the hospital with a minimal leak probably due to incomplete pfo closure. It was decided not to perform any intervention.

Manufacturer narrative:
An event of patient device interaction problem associated with residual shunt was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that sometime in 2019, a 30mm amplatzer pfo occluder was implanted. On (B)(6) 2024, the patient was readmitted to the hospital with a minimal leak probably due to incomplete pfo closure. It was decided not to perform any intervention.